Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
I received 2 items back from our preparation department. - bd plastipak spuit 50ml, lot 2310033, exp 03-09-2028 when trying to put it into use, particles were seen on the pestle - bd plastipak spuit 50ml convenience pack, lot 2311125, exp 31-10-28 outer packaging dented. No patient has been involved, syringes have not been used and are available.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and two physical samples were provided to our quality team for investigation. The products were inspected, finding two small particles within one of the returned samples. Characterization testing was performed and found the particles are consistent with material from the stopper of the syringe. This component is provided by an external supplier and incoming inspections are performed according to procedure. A device history review was performed for the reported lot 2310033, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of lot 2310033 were used for additional evaluation. All product was inspected, no particles or other foreign matter was observed within any of the devices and no damage was identified within any of the stoppers. Based on our team's investigation, we cannot identify a root cause related to our manufacturing process at this time. We have notified the supplier of this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.